Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the display lens was broken. It was also noted that the upper, lower cases and side bail covers and output connectors were broken, the lead flex cover was corroded, the ring bail was bent, the battery drawer and o-ring were missing, the keyboard was scratched, the heart lead flex was contaminated, and the battery contacts were compressed. (B)(4).

Event description:
It was reported the lcd (liquid crystal display) is cracked. The device was returned for repair. There was no patient involvement.